Manufacturer narrative:
Concomitant medical products: product ID 37791, serial# unknown, product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n237611, implanted: (B)(6) 2010, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation from their implantable neurostimulator (ins) since this morning. It was noted that the patient had ¿put it on¿ yesterday morning and had tried everything to charge. They stated that ¿it seemed like was able to get vibration but took off and hasn¿t tried again¿. Follow up is being conducted for clarification. The patient also observed a ¿call your doctor¿ icon with a 375 antenna failure error code two days ago. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.